Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that they have been having return of fecal incontinence for the past week. They are trying to increase the stim today but are getting poor communication. The caller tried multiple times on the call, and it did successfully communicate once showing therapy on at 1.1. When caller tried to increase it went back to the main settings screen. The caller reported that they did have a fall in august and it felt like the device pulled. They also reported that sometimes the device gets caught in a chair or cupboard and it feels like it pulled. The caller added that they have a bladder condition that requires surgery twice per year and they wonder if that impacts the fecal therapy. The caller did not have the antenna for the 3037 device, but has it at home. They will call later today with the antenna for additional troubleshooting.